Event description:
(B)(6) study. It was reported that complete heart block occurred. Procedure summary: the subject was enrolled into the (B)(6) study and the index procedure was performed on the same day (main cohort). Prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed in the aortic valve and then a 25 mm lotus edge valve was deployed. Successful repositioning of the lotus edge valve involved partial and complete resheathing and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Post procedure summary: on the same day of the index procedure, post transcatheter aortic valve intervention (tavi), electrocardiogram revealed complete heart block and a temporary pacer was insitu. Based on the electrophysiological assessment, a new permanent pacemaker was recommended. One (1) day post index procedure, a dual chambered (boson scientific) pacemaker was successfully implanted without any complications. The subject was discharged the following day.